Event description:
It was reported that the patient had an MRI on (B)(6) 2012. The patient did not show up for their appointment after the MRI, and waited 15 days before having the pump checked. Upon interrogation, the pump event logs indicated that a motor stall had occurred following the MRI on (B)(6) 2012, and a "tube set" message occurred on (B)(6) 2012. It was reported that a motor stall recovery occurred upon interrogation on (B)(6) 2012. It was also reported that the reason for the MRI was due to the patient's condition worsening. The patient was not getting pain relief from the pump, but it was also noted that the patient did not report any symptoms of "loss of therapy." The patient was planning to see a neurologist to discuss the MRI results and the possibility that she may need further back surgery due to the worsening condition. The device system was used to deliver morphine and compounded baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient recovered without sequelae. It was also noted the patient was taking oral morphine sulfate immediate release every three hours as well as a duragesic patch and baclofen and soma. The physician also added a medrol dosepak for symptomatic relief. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009. Product type: catheter. (B)(4).

Event description:
Additional information received reported that the patient didn¿t think the device ever worked so she couldn¿t notice the change in symptoms. It was noted that the patient¿s condition had worsened, and that was the reason for magnetic resonance imaging. The patient had back surgery before.

Manufacturer narrative:
(B)(4).